Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, current-controlling transistor q1 and diode d1 were shorted on the bedside pca. The root cause for u104 and u1003 failure and the shorted q1 transistor and d1 diode could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was resetting.